Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 467 mg/dl at time of event. Tandem technical support (cts) discovered that the customer was using cold insulin within the cartridge. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.